Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic probe did not work. Procedure details and patient impact have not been provided.

Manufacturer narrative:
No lot number was identified with this complaint, therefore the manufacturing documentation was not reviewed. However, all product and batch history records are quality reviewed prior to product release. The concerned sample was not received at the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. A sample was not received at the investigation site and not enough information was provided for further investigation. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. If new information is received, this case will be re-opened and the input will be considered and reflected. The manufacturer internal reference number is: (B)(4).